Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was not returned with the rest of device. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have come in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.

Event description:
The customer originally reported that during sealing on a right colic artery, a red light was observed and the system stopped working. A new dissector was installed onto the system in order to complete the procedure. There was no reported patient injury. The device was returned for evaluation with a piece disengaged from the active waveguide. The missing piece was not returned. Additional questions have been asked in regard to the device and incident.

Event description:
The piece of the active waveguide disengaged during the cleaning process. No piece fell into the patient cavity.

Manufacturer narrative:
(B)(4).